Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1432804) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4). See medical device report # 3004939290-2015-00063 for the first device.

Event description:
The following information was reported: balloon loss of pressure occurred at the tip of the sheath (1st stop) on two devices. The patient was not hospitalized. Procedure type: diagnostic peripheral vessel size: 6 mm stick location: mid femoral head. Additional information: at prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was no resistance while pulling back.